Event description:
It was reported, the patient experienced drainage at the lead incision site. Subsequently, the site was reopened, irrigated, drained and closed. It was reported the physician is unsure of infection of this time. Follow-up identified the patient is doing well.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.